Event description:
The customer reported to olympus the video telescope had poor image quality and the image turned green. It was not specified when this event occurred. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
E1 facility name:(B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11 corrected fields: b5 the device was returned to the regional service center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - distal end, light guide bundle, and light guide chipped. Based on the results of the investigation, a cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during pre-use inspection for a therapeutic procedure.